Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. Analysis was unable to perform unexpected restart error test due to motor error loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.